Manufacturer narrative:
.

Event description:
Clinic notes were received for patient's generator replacement referral. Notes indicate that the patient's device was unable to be interrogated on (B)(6) 2016. Patient previously had pain or electric shock sensation when she turned her neck with the vns but has not noticed this recently. Patient is also not experiencing voice alteration. Patient feels the vns had been successful in reducing her seizures by as much as half. Most significantly, vns eliminated nocturnal gtc seizures with incontinence and gtc seizures have been infrequent since then. However, patient is now experiencing gtc seizures again. As vns reduced the patient's most life threatening seizures, patient would like to have the generator replaced for continued therapy. Attempts for additional relevant information has not been successful to date.

Event description:
Additional information was received from the patient's nurse practitioner that the patient's device was at end of service and that they were unable to interrogate the device. The programming system was not suspected to be the cause as it was used for other patients successfully. Prior to patient's surgery on (B)(6) 2016, the patient's device was attempted to be interrogated using another programming system but was unsuccessful. The patient underwent generator replacement and the explanted device was sent to pathology and was later reported to be discarded.